Event description:
It was reported that during an unk colorectal procedure, the anvil of the device would not grab the head of the instrument. The pin would become loose when attempting to dial down the cartridge. There was no adverse pt consequence.

Manufacturer narrative:
H4,6. Info anticipated, but unavailable at this time.